Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, loss of capture was noted on the patient's right atrial lead and programming changes were made to deactivate it. No adverse patient consequences were reported.